Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via a social media post that a non-confirmed patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained.